Event description:
It was reported during a pvc ablation procedure, a cardiac perforation was noted and the patient subsequently expired. Mapping of the right ventricle (rv) was performed using a safire large curl catheter. An area of early activation was not found in the rv so the physician decided to map the left ventricle (lv) via a retro-aortic approach from the femoral artery. The physician had difficulty prolapsing the large curl catheter across the aortic valve so he switched to a safire medium sweep catheter. The physician had difficulty maneuvering the safire medium sweep catheter in the left ventricle and had to torque the catheter in order to reach certain portions of the lv. The physician then switched to a safire small curl catheter. The patient then became hypotensive (bp 90/50) requiring an increase in IV fluids. The pvc was successfully mapped and approximately 5 rf lesions were delivered to the mid-anterio-septal wall. Approximately 15-20 minutes later, the physician again increased IV fluids, discontinued heparin and ended the procedure. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed but after approximately 30-40 minutes, the patient's blood pressure still had not stabilized. The patient was taken to surgery where a small hole was surgically repaired on the posterior wall of the left ventricle. The patient reportedly later again became unstable and expired.

Manufacturer narrative:
The device was not returned and review of the device history record was not possible as the lot number is unknown.